Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
The patient was experiencing burning sensation at the ipg site which also caused pain and discomfort. As such the patient underwent surgical intervention on (B)(6) 2024 where the ipg was replaced thereby restoring therapy and addressing the issue of pain.